Event description:
The customer reported that the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. In addition, the customer reported that the fan turns on full blast/high immediately within seconds, the load plate cover has a 1 inch cut in it on the left side, where the control panel is located, and the velcro strips near the head came off. The customer provided no further information. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and based on the review of the archive data. The root cause for ua07 was defective load cells. The cut on the load plate cover, crack on the front enclosure, and defective load cells were likely attributed to mishandling, such as a drop. The customer reported "a 1 inch cut on the left side of the load plate cover" was confirmed during the visual inspection of the returned autopulse platform. The root cause for the observed physical damage was user mishandling. The hole on the load plate cover may have allowed fluid ingress and potentially damaged the load cell module. The load plate cover needs to be replaced to address the reported damage. The customer reported that "the fan turns on full blast/high immediately within seconds and the velcro strips near the head came off" was not confirmed during the functional testing and visual inspection. The fan functioned as intended during the testing, and the customer reported physical damage (velcro strips) was not observed. Upon visual inspection, unrelated to the reported complaint, zoll service personnel noted a crack on the handle of the front enclosure. The root cause was likely attributed to mishandling, such as a drop. The front enclosure will be replaced to address the observed physical damage. The archive data indicated several ua07 error messages around the reported event date; thus, confirming the customer's reported complaint of ua07. The autopulse platform failed initial functional testing due to the ua07 error message displayed upon powering. The load cell characterization test indicated that both the load cells were defective (exceeded the normal parameter) and need to be replaced to address the reported ua07 error. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).